Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported they had a 10 month battery life. There was a dissatisfaction with the length of the battery. The patient will receive a battery replacement in the future. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative provided the following settings for longevity calculations: left = 5.1 volts, 120 pw, 160 rate, 766 ohms, and 2- 1- 3+; right = right - 5.1v, 120 pw, 160 rate, 770 ohms, 9- 10- 11+; both used 24 hours a day. Calculating adjusted energy use (792) showed longevity, estimated with cycling, of about 1 year. Longevity calculation with the prime cell ins with no cycling showed an elective replacement indicator (eri) of 8.71 months and an end-of-service (eos) of 11.71 months. A calculated recharge interval for a rechargeable ins with no cycling showed; low at 5.95 days, empty at 7.93 days. The same rechargeable ins with cycling of 15 seconds on/15 seconds off showed low at 10.69 days, empty at 2.04 weeks.